Event description:
According to the reporter, during a hemicolectomy procedure, the device did not deploy, but was able to cut the tissue. There was a small loss of tissue due to they had to staple again. They used a new device to complete the case and resolve the issue. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the center bar had retracted in the retainer. The single-use loading ¿unit ( sulu ) was fully fired and the interlock was engaged. Due to the returned device being returned with the center bar retracted, the reload was loaded into a test unit. The sulu and test unit were applied to the appropriate test media with acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the center bar retraction condition may occur if the loading units are unloaded improperly. After firing, if the firing knob is not fully retracted, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. The root cause of the observed damage was mis use of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.